Event description:
A home patient (hp) contacted product surveillance to report a 15 ml drain bag that leaked all over her livingroom carpet. The hp does therapy in her bedroom and has the drain line extended and connected to a drainage bag that sits in her livingroom. The hp stated that she was in her final drain cycle during therapy when she heard a pop followed by a rush of water like sound. Once she completed her cycle, she disconnected and found that the entire content of the drainage bag had leaked all over her carpet. The hp connects with 2 6-liter bags for therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an error 2 message on their one touch ultra meter. The patient mentioned that he was obtaining an error 2 message, with no blood sample on the test strip and also when pressing the power button. He mentioned that the reported issue began approximately 4 weeks ago. Due to the alleged issue, the patient ate more food/drink. On the morning of (B)(6) 2010, he felt weak, dizzy, lethargic, hyperventilating and was experiencing palpitations. The patient did not self-treat or seek any medical attention due to the alleged issue. This is not the first time the product is being used. The patient denied any misuse of the product. While troubleshooting, the meter displayed an error 2 when powering the meter on. The product was replaced. The complaint is being reported since the patient was unable to test his blood glucose for 4 weeks due to the alleged error 2 message and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case were tested and the primary complaint was not confirmed. However, a secondary issue was noted where the control solution reading was high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510 (k) # is k00109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to extended charge times, which resulted in the device reaching elective replacement indicator (eri). There were no adverse patient effects reported.